Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument was broken in package. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis on one side of the ears of the clevis. The broken piece was not returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.